Event description:
It was reported that during an unk procedure, there were two issues. 1st - clip would not hold. Surgeon noted they would just pull out. 2nd - clips would not deploy correctly and would just slip out of device. These events occurred during the same surgery. The only delay was to retrieve more clip appliers, maybe 5¿10 minute delay until one worked correctly. There is no patient or end-user injury reported.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: yes, there were two devices. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.